Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.